Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sibling originally reported that the customer was hospitalized due to a high blood glucose level that was probably caused by a bent tubing. The insulin pump was making noises. The customer called back and reported that the high pressure test passed. The customer was hospitalized on two separate occasions for high blood glucose levels while wearing the insulin pump. Customer's blood glucose level was 1,387 mg/dl when he was hospitalized on (B)(6) 2016. The customer was dizzy, had acid buildup in his blood, and was lightheaded. He treated his blood glucose level with insulin shots and in the hospital with insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.